Manufacturer narrative:
Insulin pump passed displacement test. Basic occlusion test, prime, compromised forced enhance sensor test, excessive no delivery test and occlusion test. No motor error alarm during testing noted. The motor was tested out side the unite and passed. Pump received with stained screen window display noted. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.¿

Event description:
The customer reported via phone call that the insulin pump had alarmed unexplained no delivery and motor error. The insulin pump had a crack on the screen. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
The inform the section g4 was incorrect with the initial report. The correct information has been provided with this report.